Event description:
It was reported that "during the removal of the bag (lot # 71f25f0943) containing the appendix stump, the bag was torn, leaving the stump inside the abdomen. A second bag (lot # 71f25h0847) was thus used and also ruptured, leaving the specimen inside." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. 2 units involved. Associated mdrs:3006425876-2026-00338.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the removal of the bag (lot # 71f25f0943) containing the appendix stump, the bag was torn, leaving the stump inside the abdomen. A second bag (lot # 71f25h0847) was thus used and also ruptured, leaving the specimen inside." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. 2 units involved. Associated mdrs:3006425876-2026-00338 and 3006425876-2026-00339.